Manufacturer narrative:
Device eval summary: device eval of battery charger sn (B)(4) has been completed. The reported problem (won't power up) was confirmed. Upon investigation the battery charger power supply connector pins were damaged, which prevented the charger from powering up. The root cause for the damaged pins could not be positively identified but was likely excessive force. No adverse event resulted from the damaged power connector. The pt received a replacement battery charger.

Event description:
The daughter of a (B)(6) female pt called zoll customer support to report that the pt's battery charger would not power up. The pt was issued a replacement battery charger.